Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a pocket erosion. Culture swabs were taken and it was confirmed that there was no infection present. A revision was performed and the physician elected to move this device to the other side. Both the right ventricular (rv) and right atrial (ra) leads had to be explanted and a new lead was then successfully implanted. No additional adverse patient effects were reported. No products will be returned.